Event description:
It was reported that it was found during inspection that the ball of the housings are diminished. At manufacturing facility it was noted that the delrin ball is missing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Delrin ball was found missing and the device is placed in parts retention.